Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services for low blood glucose and bug bite. Blood glucose reading was unknown at the time of event. The customer was treated with food and glucose tablet. Troubleshooting for the customer¿s low blood glucose was performed. The customer¿s last blood glucose reading was 42 mg/dl. Customer performed displacement test and it was passed. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not alleged that insulin pump was over delivering insulin. The insulin pump will not be returned for analysis.